Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Attempts to obtain additional information have been made; however, no more is available. Notes: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that during surgery while the surgeon was drilling part of the femoral condyle, the tip of the drill was fractured inside the patient bone. The fractured portion was removed from the patient. No pieces remains inside the patient.

Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Additional: d10, h2, h6 correction: b4, h3, g4, g7, h10 investigation and conclusion - no relevant medical data has been received. - visual examination: the proximal part of the drill bit was fractured. The fracture is located somewhere in the cutting area of the drill. On the outer surface of the shaft there are some circular signs visible. See pictures attached. - the product is intended for treatment. - the investigation results did not identify a non-conformance or a complaint out of box (coob). The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).